Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that although the pt has stimulation, she experiences a burning sensation at the ipg pocket during recharging of the ipg. The pt is working closely with her physician to determine the next course of action in this matter.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.